Event description:
It was reported that during a lap gastric bypass procedure, the device would not open. They opened a new device and used it to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.